Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (2l82261), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the cracked anchor was removed; and that there was no fragment was left in the patient's body.

Manufacturer narrative:
UDI: (B)(4). This event is involved with MFR # 1221934-2020-03866. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anthroscopic rotator cuff repair for a torn cuff repair procedure on (B)(6) 2020, it was observed that the 4.75 healix advance kntlss br device cracked while the clinician was applying bridging after threading a suture through the first anchor. It was reported that the clinician then tried threading the suture through the 2nd anchor which resulted in another crack. It was reported that there was a 30 minute delay and a like device was available. It was reported that there was no harm to the patient. There were no adverse patient consequences reported. No additional information was provided.